Event description:
The core impaction drill was sent for eval because it was leaking oil during a procedure. Another device was used to complete the procedure without delay. There was no adverse event associated with the device, and no reported contamination of the surgical site.

Manufacturer narrative:
The device was evaluated and the alleged failure could not be duplicated.